Manufacturer narrative:
(B)(4): approximate age of device: 3 years and 1 month.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been on long term oral antibiotics for a previously unreported staphylococcus capitis bacteremia that was diagnosed in (B)(6) 2013 and recurred in (B)(6) 2013. There was no specific site of origin identified, but it was attributed to a pacemaker lead at that time and the patient has been on long term suppressive antibiotics. It is now felt to also be lvad related. The patient reported increased lethargy, and despite the long term antibiotics, blood cultures were positive and the bacteremia was found to have reoccurred. The patient was admitted on (B)(6) 2015 for treatment of the bacteremia with intravenous vancomycin. An ongoing treatment plan will be established with the infectious diseases team. No further information was provided.

Manufacturer narrative:
The device remains implanted supporting the patient. A correlation between the device and the reported infections could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was not explanted and therefore is not available for evaluation.

Event description:
Additional information was received that the patient was admitted to hospital on an unspecified date, with sepsis, delirium and right side empyema. Despite the patient's long term regimen of oral antibiotics for the infection that began in (B)(6) 2013, the patient's body was unresponsive to the antibiotics and the patient's symptoms worsened. Reportedly it was thought that there was further seeding of the infection to other organs. The patient was discharged on (B)(6) 2015, and was aware of the poor short term prognosis. The patient was readmitted on (B)(6) 2015, with worsening shortness of breath, fever, chest pain and productive cough. With family present, the patient requested palliation and for the device to be turned off. The patient was pronounced dead at 2155hrs on (B)(6) 2015. The hospital reported that the cause of death was sepsis; not responsive to antibiotics, with elective withdrawal of mechanical support. No alarms or events were reported. The pump was not explanted. No additional information was provided.